Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received for evaluation. Evaluation status: 1 reported event was not confirmed during testing; the device was found to be within specifications. 1 device evaluation is in progress. Additional information: this device was not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was shedding metal debris. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). Supplemental rationale corrected data. 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status not confirmed 2 reported events were not confirmed during testing.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was shedding metal debris. 2 events had no patient involvement; no patient impact.